Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high pacing thresholds. An attempt to obtain additional information regarding this event was unsuccessful. This rv lead was explanted. No additional adverse patient effects were reported.